Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced an incomplete flap on the right eye (od) during initial ablation. The patient was re-applanated and the flap was created during the 2nd attempt. At one day post-operative exam, topical steroid dosage was increased. Pre-op; bcva from (B)(6) 2016: right eye pre-op 20/20 -2.50 x -.75 x 172, left eye pre-op 20/20 -1.25 x -1.00 x 168.